Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information; off-label use. Source; email

Event description:
Reported 1 false positive sars results for one asymptomatic patient (off label use). Customer reported the usage of m4rt transport media (off label use at the time). The customer communicated the result was confirmed negative by molecular (pcr testing).